Event description:
Information was received from a manufacturer's representative regarding an implanted neurostimulator. Caller stated patient had an unrelated back surgery on december 30, 2025 and one of the percutaneous leads was "in the way". Therefore, during the surgery, it moved and completely came out of the space. The physician elected not to put the lead back in place and removed it completely. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.